Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failed, recurrence, adhesions, skin dehiscence, loss of domain, granulation tissue, colonized subcutaneous fat, and chronic wound. Post-operative patient treatment included hernia repair with mesh, placement of jp drain, lysis of adhesions, biopsies, lysis of adhesions, removal of mesh, flap, myocutaneous or fasciocutaneous, trunk, umbilectomy, omphalectomy, excision umbilicus, adjacent tissue transfer or rearrangement, IV injection, wound packed, and chronic wound debridement.